Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high/undefined superior vena cava (svc) impedance on the right ventricular (rv) lead. It was noted that both the rv defib and svc impedance trends jump. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained by the clinic that the superior vena cava (svc) coil portion of the right ventricular (rv) lead was deactivated. The rv coil and pace/sense portion of the rv lead remains in use. It was also noted that the rv impedance has also had transiently elevated levels on the rv lead; therefore, the upper limit was increased.